Event description:
Severe allergic reaction from the dexcom g7. My skin had the sensation of burning and my left arm where the dexcom cgm is placed was warmer than my right arm. After 5 days on (B)(6) 2025 I removed the device. On the 22 is when I woke up with a burning sensation that caused me enough concern to receive help. I went to a doctor to get help and advised on what sort of steroid cream to use to help the reaction which resulted in chemical burns. I have pictures.